Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013 the patient had a fever and tested positive for exposure to the bacteria from urine and blood. The patient was diagnosed as urinary infection but gradually improved by a course of antibiotics. On (B)(6) antibiotic by injection : cefamezin 0.5g/ twice a day on (B)(6) antibiotic by mouth : cefzon (fine granule) 150mg/ divided into three previous disease: hypopharyngeal malacia. The hybrid vertical expandable prosthetic titanium rib , (veptr) of size 8 was set for the third left rib through the third lumber vertebra. While the hybrid veptr of size 9 was set between the third and fourth right rib through the third lumber vertebra. About clips, blue x 2 and gold x 4 were used. It is not known when the patient was implanted and or explanted. This complaint is on an unknown (veptr) implant. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). This report is on an unknown veptr implant. Part and lot numbers are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.